Manufacturer narrative:
The reported events of inadequate capture threshold was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the patient presented for an implant procedure. The physician placed the left ventricular lead in multiple target vessels, however, the physician was displeased with the short qlv timing and the proximal pacing options. Therefore, the physician exchanged the lead during procedure. There were no patient consequences.